Event description:
The customer reported that following a radiology catheterization procedure, a vasoseal es was deployed with good results. The pt was discharged on 06/22/2000. It was noted that the site was within normal limits upon discharge, and that the familiy and pt were given appropriate site care instructions prior to discharge. However, it was also noted that a "psoriasis appearing rash in both groins" was observed prior to vasoseal deployment. The pt was readmitted to the ER on 06/28/2000 complaining of redness, swelling, and drainage from the right femoral site. A culture of the site showed moderate growth of staph aureus. The pt was treated with IV antibiotics and then discharged on 06/30/2000 on oral antibiotics. It was noted that the pt acknowledged that pt did not follow recommended bathing and dressing protocols following discharge prior to pt's readmission to the hosp. No further complications were reported.